Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds. The lv lead remains in use. It was also reported that the device reached elective replacement indicator (eri) approximately two years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006; 6949 implantable tachy lead, (B)(6) 2006. (B)(4).